Event description:
It was reported that the right ventricular (rv) lead impedance spiked. Oversensing was noted and noise was duplicated with manipulation. The rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the partial lead in segments was returned to the manufacturer and analyzed. The distal conductor fractured. The defibrillation conductor was distorted and had blood/body fluid (not obstructed.) There was blood/body fluid on the outer tubing overlay. The outer tubing overlay was melted, had cosmetic environmental stress cracking (esc) and was breached cut. The outer tubing had esc breach/breach (non-electrical) and the outer insulation had cosmetic depression. The helix/lobe was distorted/bent. There was blood in/on the helix/lobe mechanism (sleeve head) and blood in/on the helix/lobe mechanism.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.